Event description:
Related manufacturer reference number: 2017865-2025-11738. It was reported that the patient presented for an implant procedure. During the procedure and after fixation, the leadless pacemaker dislodged from the myocardium while shifting into tether mode on the delivery catheter. The device was fixated again, and it then spontaneously separated from the delivery catheter. High capture thresholds were noted. The device and delivery catheter were retrieved and replaced. The new device was successfully implanted. There were no patient consequences.

Manufacturer narrative:
Customer complaint of dislodgement, separation, capture and impedance problems were not confirmed. The outer helix was measured to be within specification. Inner diameter of the tether buttonhole on the device was measured and found to be within specification. Output, pacing impedance and telemetry features of the device were analyzed and found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.